Event description:
The following information was received: a pregnant woman had major bleeding immediately after giving birth via c-section and was admitted to the ICU. The patient experienced approximately 1500ml blood loss and blood transfusion was 7500ml. Her urine was found to be less than normal level 9 hours after operation. Her vital signs were pulse 121/m, 36 degrees celsius, blood pressure 133/87mmhg and high respiratory rate. The patient was transfused with plasma and a blood gas performed. The patient started to have respiratory difficulty at 5:50pm on june 3rd. Various medicines were used to correct the situation. At 6:40pm, the patient developed high breathing rate. She was assisted with non-invasive ventilation and situation was improved with oxygen saturation returning to normal. The patient was low in protein and transfused with albumin. At 2am june 4th, the patient's respiratory rate was high, and oxygen low via blood gas. The patient's heart rate increased to 160 bpm, and oxygen saturation dropped to 80% and the patient was intubated. The patient was intubated. The patient became stable and heart rate went down to 140 bpm and oxygen saturation increased to 90%. Nursing later reported the patient's oxygen saturation decreased to 83% and heart rate dropped. At 2:40am, the patient stopped breathing and suffered from cardiac arrest and received CPR immediately. The patient later expired at 9:48am, (B) (6) 2010. Nursing reported the ventilator was not delivering any gas to patient and there was no alarm. The ventilator was evaluated and tested by a manufacturer's service technician and passed all testing, including alarms.